Event description:
It was reported that the pt was implanted with an advance sling on (B)(6) 2009 to treat stress urinary incontinence. Following the implant the pt's incontinence was improved for 1 year and then got worse. Pt was implanted with another continence device on (B)(6)2012.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.